Event description:
Customer's wife reported that customer was hospitalized for low blood glucose. In addition, that the customer received e-01 alarm troubleshooting suggested that pump basal settings were incorrect.